Event description:
After delivering radiation treatment to pt's chest wall, it was determined that the internal wedge on the radiation machine was not positioned in the treatment field. Upon further investigation, it was determined that the wedge had not been in place for the previous 14 radiation treatments.